Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device this operated within specifications.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. Caller stated that the customer's blood glucose reading at the time of hospitalization was 20 mg/dl. Caller stated that the customer's insulin pump was malfunctioning and was not delivering the insulin as it should. Caller stated that during hospitalization the customer changed the infusion set and reservoir reconnected the insulin pump and high blood glucose recurred. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.